Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had pump error. The customer blood glucose level was 190 mg/dl. The customer will return insulin pump for analysis.

Manufacturer narrative:
The device received with critical pump error and motion sensor test failure was present in the pump trace download due to corrosion on force sensor assembly. Unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest due to critical pump errors. The device received with moisture damage on motor assembly. Unable to verify blank display due to critical pump error.